Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff allegedly noticed that the mega suturecut needle driver instrument had broken wires. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint that the instrument had a broken wire. One grip close cable was found to be broken at the distal idlers pulley. The idler pulley was observed to spin freely. The cable segment was sticking out at the instrument's wrist. Other cables at the wrist were not damaged. Engineering evaluation also found damage on the edge and on the surface of the idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.